Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 3 was unable to be recovered, and the field engineer stated that this incident resulted in a delay in dispensing the medications. A field service engineer powered down the station and opened the back panel and reconnected all the drawer connections. The station was then recovered and rebooted successfully. The customer was then able to do an inventory without any issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered a failure in the main drawer 3. The customer tried to recover the drawer, but the issue persists. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.